Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical diagnosis of diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached "in the 360's" (mg/dl) while wearing the pod on the arm. Patient reported bg levels remained high despite delivering multiple boluses; she had several phone consultations with health care provider (hcp) and was diagnosed with diabetic ketoacidosis. As treatment, a manual injection of insulin was delivered.